Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The reported complaint could not be confirmed or reproduced during evaluation. The device will be serviced, cleaned, calibrated and tested before returning to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral 150 device unexpectedly turned off during ventilation without prior alarm during patient use. The device was connected to an external battery and main power supply during the reported event. The patient was removed from the device, manually ventilated and placed on an alternate device.